Event description:
Reporter had left knee implant on (B)(6) 2015 and experienced a failure of the implant in (B)(6) 2016. Reporter expressed dissatisfaction with the implant and states "this has turned my life around I would have been better off with my bad knee". He also experienced excruciating pain from the implant site and this affected his whole body. He ambulates with a cane and has difficulties doing that. He is not able to do a lot of activities and this has affected his life tremendously. The implant did not heal completely and it ends up swelling sometimes. Reporter is waiting for a date for possible revision to correct the failure.